Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, no needle. A crack is observed at the 3 mm luer lock level."

Event description:
Health professional reported that 1 syringe of juvéderm voluma xc had ¿the product started coming out between the hub and needle during the injection.¿ patient contact was made. No injury to patient, staff, or injector.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿ juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Health professional reported that 1 syringe of juvéderm voluma® xc had ¿the product started coming out between the hub and needle during the injection.¿ patient contact was made. No injury to patient, staff, or injector.